Event description:
It was reported the pt's ipg became non-functional after she was in a motor vehicle accident. It was also reported ipg is no longer able to communicate with the external devices.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.